Manufacturer narrative:
Analysis of the recharger, model 97755, s/n (B)(6), revealed. Product analsysis found: intermittent no device found messageand no anomalies were visually observed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger (rtm) for the implantable neurostimulator was getting hot while charging. The patient experienced issues charging the device for the past month and had to reset the controller multiple times due to these issues. The patient noted that the problems occurred specifically during the charging of the implantable neurostimulator. The patient stated that the screen will switch from numbers and the status of charging. An agent sent a request for repair of the rtm. The resolution involved ordering external equipment. No patient complications have been reported as a result of this event. No patient complications have been reported as a result of this event.